Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter does not turn on. This medical surveillance contacted the patient on (B) (6) 2010 to clarify information obtained during the initial phone call. The patient tests her blood glucose 5 times per day and manages her diabetes with regular and nph insulin as well as actos oral medication. After the power issue began on (B) (6) 2010, the patient reportedly was not able to obtain her blood glucose reading. As a result of the power issue, the patient claimed she skipped her insulin intake for one week. On (B) (6) 2010, the patient developed symptoms described as "sick to stomach, shaky, hot flashes, felt like passing out, and heart palpitation." The symptoms lasted all day. Her husband drove her to the hospital after she felt like she was having a heart attack. The patient initially obtained a blood glucose reading of "549 mg/dl" on the emergency room meter. IV insulin treatment was administered at the time of concern. The patient was kept in the emergency room for observation for a few hours until her blood glucose read "390 mg/dl." According to the troubleshooting performed with customer service, the subject meter was not present at the time of concern. The power issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed that she had symptoms and received medical intervention suggestive for hyperglycemia one week after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.